Event description:
It was reported that approximately six weeks after implant the patient was seen and although there seemed to be a scab at the sight of implant it looked okay. The patient was asked to come back if there were any problems. The wound has never healed properly and the end of the device (about 5mm) was now outside of the body. The site isn¿t sore, hot to touch or weeping, and it seems the skin has healed around it. The implantable cardiac monitor was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies found. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).